Event description:
It was reported that the 8/40/135 cm foxplus balloon catheter was advanced for dilatation of the right external iliac artery, with moderate calcification. The balloon was inflated to 9 atmospheres (atm) for 30 seconds. There was no resistance during advancement or removal and balloon re-fold was good. An injection was made to confirm the result, but the image was not clear. Another mildly calcified lesion was noted in the common iliac artery; therefore, the same balloon was advanced without issue. The balloon was inflated to 9 atm, and a balloon rupture was noted. This was a sub-optimal result as the balloon could not be inflated for more than 5 seconds. The 8 x 60 mm absolute pro stent was then implanted without issue. The 7 x 40 mm foxplus balloon was inflated inside the stent to 4 atm, but the balloon ruptured. It was noted that the stent covered the entire lesion. No further treatment was performed and the patient will be re-evaluated in 6 months or when clinically indicated. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional fox plus referenced is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). Evaluation summary:the device was returned for evaluation. Balloon rupture was confirmed. Based on visual, functional, and scanning electron microscopy (sem) analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.